Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not provide adequate hemostasis. After the surgeon deployed the first seal there was too much blood and the surgeon believed it was not providing enough hemostasis so removed the first seal and deployed another seal and it had the same problem. Since there was less blood, the surgeon was able to complete the procedure with the second seal. The surgeon told the maquet account manager that he believed the performance issues were due to the patient's very calcified aorta which has an uneven surface that would not allow the seals to seat fully. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was one nonconformance which could possibly have attributed to this failure mode. (B) (4).